Event description:
Clinician reported that dental implant connect 5.75mm x 8mm implant item number (B)(4) was removed on (B)(6) 2009 due to failure to integrate and mobility. The implant was placed on (B)(6) 2008 after grafting with the osteotome technique on (B)(6) 2005. On (B)(6) 2008, the implant displayed slight mobility and on (B)(6) 2009 the implant was still mobile. The clinician reported that the female pt had a medical history of smoking and immune disorders. Poor bone quality and non-integration were identified by the clinician as causes for the implant failure.

Manufacturer narrative:
The implant failure appears to be the result of pt effects: poor bone quality and failure to integrate. A complaint investigation has been conducted and no manufacturing defects were revealed.